Manufacturer narrative:
(B)(4). Device eval pending. Initial report is being file das potential malfunction on AED within population of z-1781-2008.

Event description:
It has been reported that device on-off button is not functioning properly.